Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient complained of "heart attack pain" during automated peritoneal dialysis (apd) therapy. The pain was further described as pain in the chest, arm, and shoulder regions. The cause of the event was not reported; though the patient was connected to the homechoice machine and stated they "did not feel overfilled". The patient was going to the emergency room; however, it was not reported if the patient was admitted to the hospital for the event. Treatment details were not reported. Action taken with apd therapy was not reported. The patient&#38112;recovery status and outcome of the event were not reported. No additional information is available.